Event description:
Caller states patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 5.8 inr. No actions taken based on meter result. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.